Event description:
During an adiana procedure for permanent contraception "the right ostium was successfully cannulated and the matrix was deployed." The physician was stabilizing the scope in the left ostium, "just prior to delivering rf energy" when the patient "vomited violently lurching forward on the table and into the scope," perforating the uterus. The physician immediately terminated the procedure. The patient did not receive medical intervention and was discharged home the same day. On (B)(6) 2012, it was reported that patient returned to the hospital on (B)(6) 2012 for a "successful laparoscopic tubal ligation." On (B)(6) 2012, it was reported the patient is doing "just fine."

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) precautions: visually identify both tubal ostia prior to attempting tubal access. Do not implant the matrix in one tube unless there is a reasonable expectation that the opposite tube can be accessed. To avoid possible uterine perforation and potential damage to adjacent organs when introducing the catheter into the fallopian tube: do not advance the catheter without visual guidance. Do not apply excessive force. As with any other intrauterine procedure, uterine perforation may be possible. (B)(4).